Manufacturer narrative:
The investigation determined the issue was resolved by the service actions.

Manufacturer narrative:
The field service engineer determined there was a possible leaky probe due to a transfer valve issue. He replaced four valves and successfully completed system initialization and diagnostic ise calibration. The customer successfully completed qc. The investigation is ongoing. Other text: na.

Event description:
There was an allegation of questionable high mg2 magnesium gen.2 results from the cobas integra 400+. The questionable results were reported outside of the laboratory and were questioned by the physician. The customer recalibrated the assay and repeated the samples. Patient 1 initial result was 3.0 mg/dl and the repeat result was 2.2 mg/dl. Patient 2 initial result was 3.9 mg/dl and the repeat result was 1.87 mg/dl. Patient 4 initial result was 3.0 mg/dl and the repeat result was 2.0 mg/dl. The reagent lot number was 54951501 with an expiration date of (B)(6) 2023.